Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low r-wave amplitudes of 1.1 to 2 mv and was pacing in the rv, likely due to undersensing. A lead revision procedure was performed where this lead was explanted and another rv lead was implanted. At the time the lead was extracted, it was noted that the lead may have been over-torqued and the insulation appeared to be gone in one part. The patient was not pacemaker dependent and no complications were observed. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.